Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital with pocket erosion. The pacemaker, right atrial and right ventricular leads were explanted. The patient was in stable condition.